Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 3 years and 4 months post tavr with a 23mm sapien 3 ultra valve the patient was being evaluated for a transcatheter valve replacement. A tte 1 year and 3 months post tavr showed a mean gradient of 26mmhg. Approximately 3 years post tavr the mean gradient was 47mmhg. The patient was found not to be a candidate for tavr due to possible obstruction of the coronary ostia. Surgical risk was thought to be too high. She was sent home on palliative care and returned back due to chest pain. Patient ultimately went to cath lab and stent was placed in the lad.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for increased gradient was confirmed based on medical records. Available information suggests that patient factors, such as atherosclerosis (dm type 2) and/or thrombosis, likely contributed to the event as noted in the medical records. Atherosclerosis involves the buildup of calcification, plaque, or fatty material on the valve over time. These deposits, often associated with aging, can make the valve tissue stiff, narrow, and unyielding, contributing to increased gradients or stenosis. Additional factors, including renal failure, hemodialysis/renal replacement therapy, hypercholesterolemia, hyperlipidemia, and diabetes mellitus, can further contribute to atherosclerosis. Valve thrombosis involves the formation of significant blood clots on the valve. These clots can severely impact the valve's functionality or proper leaflet coaptation, resulting in increased gradients. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. The following sections of this report have been updated: b.4, b.5, g.3, g.6, h.2 and h.6 (impact code).

Event description:
Per additional information provided, the valve was explanted approximately 3 years and 11 months post tavr. A surgical root enlargement was completed and edwards surgical valve was implanted.